Event description:
Customer was hospitalized for hypoglycemia. Troubleshooting was done and the pump passed the leadscrew test. It was indicated that the time was delayed. The customer was assisted with resetting the correct time on the pump. Additionally, the customer stated that prior to the event, bgs were high so customer adjusted the basal rates. It was noted that the customer had worn the pump during a cat scan.